Event description:
It was reported that multiple ICU cardiac bedside monitors intellivue x3 had issues sustaining signal activity. There were multiple reported dropped beats on the monitors at random times for multiple rooms. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that multiple ICU cardiac bedside monitors intellivue x3 had issues sustaining signal activity. There were multiple reported dropped beats on the monitors at random times for multiple rooms. After performing a full investigation and review of the provided information from the customer this complaint is determined to be not reportable. The initial reportable determination was performed by a philips employee who is no longer with philips and unable to provide further clarification as to why that was the original decision. There was no indication of a death or serious injury. The network symbol will flash and have a slash through if the monitor is not connected to the network. Waveform and numeric information from the monitor is absent at the central monitor and the message ¿no data from bed¿, "no data mon" or "no data tel" is displayed. The bedside monitor displays a "no central monitoring" message and inop tone. The issue would be detectable by users who would implement an alternative means of central monitoring per hospital protocol.

Manufacturer narrative:
H3 other text : initial reportability decision of "reportable" was incorrect.